Manufacturer narrative:
The device was received with blank display. The problem isolated to interface board. We were unable to verify alarm, audio/beep or keypad anomaly due to blank display anomaly. We were unable to perform functional test due to keypad anomaly. The device had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of program alarm anomaly. The customer's blood glucose level was 108 mg/dl at the time of the incident. The customer stated that the alarm occurred while he was previously disconnected from the pump. The customer stated that no buttons responded. The customer reported a gray screen and beeping. The product was returned for analysis.